Manufacturer narrative:
The serious events of laryngeal oedema, dyspnoea and the non-serious event of dysphonia were considered unexpected due to off-label use and were possibly related to the treatment. Seriousness criteria include the need for medical intervention and hospitalization to prevent permanent damage. The potential root cause includes the treatment procedure associated with off-label use or hypersensitivity to the product. The events of dyspnoea and dysphonia were likely secondary to the laryngeal oedema. This case meets the seriousness criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number(B)(4) is a spontaneous report sent on (B)(6) 2025 by a registered nurse via a sales representative concerning a patient of an unknown age and gender. Additional information was received on the same day from another health professional via regulatory authority. This case was 1 of 2 (reported by the same reporter). No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date in 2025, the patient underwent microlaryngoscopy and the patient received treatment with restylane-l (lot 22655, expiry date 30-apr-2027) to vocal cords (unknown amount, injection technique and needle type) in an operating room. The restylane-l was injected to vocal cords (off label use of device). Approximately one week after the procedure, in (B)(6) 2025, the patient started experiencing shortness of breath (dyspnoea) and voice changes (dysphonia). The patient was admitted to the hospital over the weekend with supraglottic edema/airway swelling (laryngeal oedema). The patient received unspecified corrective treatment. Outcome at the time of the report: supraglottic edema/airway swelling was unknown. Shortness of breath was unknown. Voice changes was unknown. Restylane-l was injected to vocal cords was recovered/resolved.